Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the tibial nail broke. This resulted in revision surgery.

Event description:
The customer reported that the tibial nail broke. This resulted in revision surgery.

Manufacturer narrative:
Correction: refer to d10/h3: device availability. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. H3 other text : device disposition is unknown.